Event description:
An endovascular graft was placed in 2004. Post-operative follow-up examination performed i5 mos later noted type iii endoleak due to a hole in the iliac leg graft on the contralatreal side. Another leg graft was placed inside the damaged leg and the leak was resolved. There was no separation of the leg and main body graft as there was still a one and a half stent overlap.